Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the pulse generator exhibited loss of output after the leads were connected. The pulse generator was no longer used and a new device was implanted successfully. The patient was in stable condition post procedure.